Event description:
Had the essure done in dec 2012, have had migraines, constant irritation of skin, rashes that break out contraction like pain in lower back, memory loss, been bleeding since then, severe cramps, stomach problems, sharp shooting pains down both sides of buttocks into legs, fatigue, nausea along with sleep problems and depression.